Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, approximately 4mm of the tip of the driver broke off while trying to remove a screw out of hard bone. The broken tip was recovered from the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.